Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push, sticky or sometimes unresponsive. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer states that the insulin pump rejected a brand new battery, insulin pump had an unexplained or random no delivery alarm, during rewind insulin pump sound louder than when first received it kind of grinding noise, during priming had the insulin squirt out instead of drip and lost insulin pump settings. The device will not be returned for analysis.